Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during this implant procedure, this atrial lead exhibiting trouble capturing and some oversensing of the ventricular signal on the atrial channel. The atrial sensitivity was reprogrammed to 0.25 mv with no further oversensing and appropriate capture in the atrium. Additional information was received reporting that the lead had dislodged several times during the implant procedure and again following the procedure. A lead revision was performed and the lead was removed from service and replaced. No adverse patient effects were reported.